Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event was life threatening to the patients health and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of itchy throat, coughing, difficulty swallowing and difficulty breathing. The patient did not report requiring any medical intervention do to the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016. The treating doctor considered the event was life threatening to the patient.